Event description:
Just shipped. Out of box failure. Went to turn unit on. Pt was asleep and there was not a picture at all. Had to cancel the case and the one after.

Manufacturer narrative:
All outputs perform as expected during 6 hour burn-in. No problem found.